Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the manual control cannot be performed during tm doing 6 months service check in an arctic sun device. Per sample evaluation results on 17jun2025, found the level sensor cracked which required replacement. Found the circulation pump less efficiency required a replacement. Power cord needs to be replaced due to its damaged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. The circulation pump was noted to be less efficient. No parts replaced as the customer declined repair. Unit sent back unrepaired and customer will have it scrapped. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the manual control cannot be performed during tm doing 6 months service check in an arctic sun device. Per sample evaluation results on 17jun2025, found the level sensor cracked which required replacement. Found the circulation pump less efficiency required a replacement. Power cord needs to be replaced due to its damaged.